Manufacturer narrative:
The curved-tip stapler 30 instrument or stapler reload have not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a stapler 30 curved-tip partially fired while clamped to an artery. Prior to calling an intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance, the customer installed another stapler instrument to complete the staple line and continue. The tse verified a single possibly related error in the logs. The customer also noted that when they removed the stapler instrument, a staple fell inside the patient, but was retrieved. The tse recommended customer send failed instrument back for failure analysis. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument and reload were inspected prior to use. No damage or irregularities were observed during inspection. No collisions occurred between the stapler instrument and other instruments or hard material. When the event occurred, the customer indicated that the robotic system indicated a misfire and possible blade deployment. The surgeon slowly unclamped the stapler instrument and a free staple fell onto the lung. No specific cause was identified as instrumentation was unremarkable during inspection and use. The stapler had been in use for approximately 30 minutes prior to the incident. No resistance was felt during removal of the stapler instrument through the cannula. No damage to the cannula was observed after removal. However, the surgical staff could not open the stapler instrument to access the used reload, nor could they remove the stapler sheath. The fragment (free staple) was visually identified and removed from the lung by the surgeon. The surgical staff checked the staple¿s integrity which was confirmed to to intact, before discarding it in a sharps container. No additional surgical procedures were required for fragment removal. No post-operative x-ray or ultrasound was conducted to check for retained fragments. The procedure was completed robotically. The faulty stapler was exchanged for a new instrument, and the surgery proceeded without further incident. No patient injury was identified. Only closer post-operative observation was warranted. There were no reports of post-surgical complications or a hospital return due to retained foreign objects.

Manufacturer narrative:
Section d was updated. On 24-nov-2025, the following information was obtained: the customer believed it was a white load and suggested to verify this by having someone look in the stapler because the load was stuck inside it and was not able to be taken out. Logs show pn 470530-09, ln t10240229-0029, was installed on the system 11 times and fired 9 reloads (1 white, 1 blue, 3 white, 1 green, 3 blue, in that order). On install 1, a white reload was installed, however no clamping or firing was performed. On install 4, a blue reload was installed. The first clamp was successful, but no firing was attempted. On install 8, the first clamp was incomplete. The next clamp was successful, and the firing was completed without error. On installs 2, 3, 5-7, and 9-11, clamping and firing were completed without error. After the 11th install, the instrument was removed and not used in the procedure again.

Event description:
Refer to h11 for follow-up information.